Event description:
The proglide device was returned with no information provided. There was no reported device issue and no reported patient issue. Analysis of the returned device by abbott vascular revealed the proglide was returned with blood in and on the device. The suture was partially exposed from the guide tube. The pre-tied knot was unraveled. The suture was separated at the swage end of the posterior needle tip. A device in this condition would not have achieved vessel closure or hemostasis. The site was contacted and information was received: it was reported that suture placement in a common femoral artery was attempted with proglide devices, using a pre-close technique, via a 7f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture came out with the device; a suture break occurred. A second proglide device was used with the same results. The sutures of two additional proglides devices were successfully preplaced using the pre-close technique. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with successfully preplaced sutures of the third and fourth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported suture break was confirmed. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced, is filed under a separate medwatch manufacturer report reference number.